Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Infected total hip joint replacement. Had periprosthetic hip fracture which was revised with a reclaim femoral component on (B)(6) 2021. Developed infection and hasn¿t been discharged from the hospital since that admission. Not sure of what antibiotic regime she is currently on. Dair procedure performed and the body was replaced, stem remained insitu did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, facility name of original implant wellington hospital, was device explanted? True, hardware/explant removal due to: infection, did patient require revision surgery? False, if yes, date of revision surgery. (B)(6) 2021, reason for revision surgery. Infection, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? X-ray, antibiotics, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Infection, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe x-rays antibiotics, is the patient part of a clinical study no, ip-01198539 device property of none, device in possession of none, ip-01198540 device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.